Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the third day of wear. As a result, the customer was unable to obtain readings and experienced symptoms of hyperglycemia, dizziness, and sickness. The customer was taken to the hospital where they were diagnosed with hyperglycemia and treated with saline and insulin drip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh00ah8gg4 has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely on the third day of wear. As a result, the customer was unable to obtain readings and experienced symptoms of hyperglycemia, dizziness, and sickness. The customer was taken to the hospital where they were diagnosed with hyperglycemia and treated with saline and insulin drip. There was no report of death or permanent injury associated with this event.